Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a high priority alarm. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed visual inspection and functional testing. However, the reported event was confirmed via review of the controller log files. Log files revealed that an event exceptions indicative of a pump motor controller (pmc) reset was logged prior to the vad disconnect alarm logged concurrent with the reported controller exchange. Log files of this nature may be indicative of an electrostatic discharge (esd). The potential esd event could not be replicated during testing however controller ((B)(4)) is an unshielded controller. The root cause of the reported 'alarms/faults' event may be attributed to electrostatic discharge (esd).the manufacturer has opened an internal investigation to evaluate these types of issues. The field safety notice (fsca apr2013) field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage. Left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the (B)(6) that this patient stated that the controller had a high priority alarm. Preliminary log analysis revealed one ventricular assist device (vad) stopped alarm logged on (B)(6) 2014. A controller exchange was performed, the controller was removed from service, and the patient was provided with a replacement device. There was no reported patient injury as a result of this event.